Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the entire stent profile was severely damaged and stretched. The entire balloon profile was distorted and deformed out of original shape. Crimp markings were evident along the entire length of the balloon indicating full crimp contact between the coated stent and balloon had been achieved. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 3.50x38mm promus element ¿ long drug eluting stent was selected to treat the lesion but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent detachment and stent damage.